Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switching and oversensing episodes due to noise were observed on the atrial channel. All electrical measurements were stable and within range and no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received during another follow-up. All electrical parameters were checked and an episode of atrial fibrillation/tachycardia was recorded due to atrial lead noise. The noise was not reproducible during provocative testing. No further investigation or intervention was performed. The patient will be monitored and was stable.